Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced hemothorax that required thoracentesis and drain placement. Catheter ablation was performed for atrial fibrillation with the thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, it was confirmed that the patient¿s blood pressure decreased. The patient¿s blood pressure restored by administering a vasopressor. After the procedure, there were no particular clinical symptoms, and the patient was stable. However, when the postoperative x-ray images were compared with the preoperative images, an abnormality was found in the left lung. Hemothorax was found on the computed tomography (CT) image. Pleural effusion drainage was performed. The drainage was removed after 5 days, and the patient was discharged on the 15th day. Patient fully recovered after their extended hospitalization. No abnormalities observed prior to or during use of the product.

Manufacturer narrative:
On 18-oct-2024, the product investigation was completed as the complaint device had been discarded by the medical team. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).